Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with palpitations and chest discomfort. The implantable cardioverter defibrillator (ICD) reportedly misdetected a supraventricular event as ventricular tachycardia (vt). During the episode, anti-tachycardia pacing (atp) therapy was delivered and the waveform changed midway, raising suspicion that vt may have been induced following the atp therapy. In a subsequent atp attempt, the vt was terminated; however, the ventricular rate increased again due to a supraventricular event, which led to additional atp therapies being delivered. This pattern repeated several times and ultimately resulted in shock therapy. Based on review of the initial episode, it was suspected that the device misclassified an increased ventricular rate associated with atrial tachycardia (at)/atrial fibrillation (af) as vt. The ICD remains in use. No further patient complications have been reported as a result of this event.